Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was "symptomatic" due to getting "frequent rate drops responses during the night." The device was reprogrammed and is still in use. No patient complications were reported as a result of this event.